Event description:
Symptoms have partially resolved and are "involuting slowly."

Manufacturer narrative:
Medwatch sent to FDA on 03/15/2016.

Event description:
Additional information: symptoms resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "purplish", swelling/edema, and erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of "purplish", swelling/edema, and erythema as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Coloration or discolouration of the injection area."

Event description:
Healthcare professional reported approximately 2 weeks after injection to the lower face with juvederm voluma with lidocaine patient developed "purplish and swelling of the treated areas. Edema, erythema." No treatment was given to the patient. Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported approximately 2 weeks after injection to the lower face with juvederm voluma with lidocaine patient developed "purplish and swelling of the treated areas. Edema, erythema." No treatment was given to the patient. Symptoms are ongoing.